Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing medication to the patient care, the drawer was not accessible for medication dispensing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A field service engineer cancelled the workorder and confirmed with the customer that the issue had been resolved. The system functioned as intended after the customer resolved the issue. The record indicates support received a call back from (B)(6) informing the issue has been resolved and no need for a field service technician on site.